Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the clinician was unable to gain telemetry with the implantable cardiac monitor (icm). Another programmer was attempted, to no avail. The icm was explanted. No patient complications have been reported as a result of this event.